Event description:
It was reported that the tip fractured. The target lesion area was located in mildly tortuous artery in the liver. A 135/10 renegade hi-flo kit was selected for use in a hepatic angiography. During withdrawal, it was noted that the tip of the guidewire and the catheter in the kit fractured. The fractured catheter was removed and unsuccessful snaring was attempted to remove the guidewire tip. The procedure was not completed due to this event. Two days later, the guidewire tip was successfully removed from the patient's body. No further patient complications were reported and the patient was in a good and stable condition.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Only 161cm of the guide wire was returned. Analysis of the guidewire, tip, inner/outer shaft, and hub/strain relief included microscopic and visual inspection. Inspection revealed numerous kinks in the shaft, and 4cm of the guide wire was missing/detached. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that the tip fractured. The target lesion area was located in mildly tortuous artery in the liver. A 135/10 renegade hi-flo kit was selected for use in a hepatic angiography. During withdrawal, it was noted that the tip of the guidewire and the catheter in the kit fractured. The fractured catheter was removed and unsuccessful snaring was attempted to remove the guidewire tip. The procedure was not completed due to this event. Two days later, the guidewire tip was successfully removed from the patient's body. No further patient complications were reported and the patient was in a good and stable condition.